Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an exeter stem was reported. The event was confirmed. Loosening was identified during clinician review of the provided medical records. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: clinician review: a review of medical records with a clinical consultant indicated 'the x-ray reveals a right sided cemented exeter stem. There are subtle lucencies about the proximal portion of the stem suggestive of loss of fixation. There is a transverse fracture of in the mid portion of the stem with mild displacement and angulation. The root cause for this mechanical failure cannot be determined from the limited documentation provided.' -product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been 01 other similar event for the lot referenced. Conclusions: it was reported that 'exeter stem broken in situ.' A review of medical records with a clinical consultant indicated 'the x-ray reveals a right sided cemented exeter stem. There are subtle lucencies about the proximal portion of the stem suggestive of loss of fixation. There is a transverse fracture of in the mid portion of the stem with mild displacement and angulation. The root cause for this mechanical failure cannot be determined from the limited documentation provided.' No further investigation for this event is possible at this time. If device/additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.

Event description:
The following information was provided: exeter stem broken in situ.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.